Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the x-stage cover was found damaged causing the x-drive motor torque value to be reached before actually hitting the end stop. X-stage cover was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cover has been received by manufacturer for evaluation. The reported issue was confirmed as cover had physical damage and multiple scratches, dents around docking pinholes. Failed visual inspection.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system was unable to dock. Representative stated that an x-stage cover has been bent. There was no patient present at the time of the issue.